Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that customer experienced high blood glucose level. Customer's blood glucose value was 400 mg/dl at the time of the incident. Customer treated themselves with manual injection. It was not confirmed whether the auto mode feature was active at the time of the incident. Customer reported that the pump was no longer responding no matter which keys were being pressed. No further complications were reported. The customer will continue to use the product.